Event description:
A malfunction was reported on the pump, but no notable events occurred prior. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.